Manufacturer narrative:
Analysis found shorting across insulator evaluation conclusion code no longer applies recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, corrective actions are focused on enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in (B)(6) regarding a patient receiving intrathecal baclofen 500 mcg/ml (dose unknown), morphine 10 mg/ml (dose 5 mg/day), and clonidine 10 mcg/ml (dose unknown) via an implanted pump. The baclofen lot number, patient's medical history and other medications the patient was taking at the time of the event were unable to be obtained. Indications for use were not reported. The event occurred on (B)(6) 2016 post-operatively. A motor stall occurred and the pump was explanted on (B)(6) 2016 and would be returned. The patient experienced "abstinence". It was unknown what factors may have led to or contributed to the event. Interrogation with the n vision showed a motor stall occurred and the pump was critically alarming. The pump was replaced. The issue was resolved at the time of this report and the patient's status was "alive-no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.